Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a paraaortic lymphadenectomy procedure, the arm triggered an unrecoverable error. The issue was resolved after reconnecting the arm. There was no patient injury.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Review of the field service notes indicated that it was no possible to replicate the reported condition. Analysis of the logs indicated an error code for 'linked to setup arm joint 4 brake torque failure' was noted. The brake regeneration procedure was done on setup arm joint 4 to resolve the issue. Further evaluation of the logs indicated that the arm cart assembly had a potentiometer failure at robotic arm joint 2, triggering an error code for 'robotic arm encoder redundancy check failure' and an error code for 'redundant position sensing check'. These error code are considered non-recoverable inoperable errors. Evaluation of the arm cart assembly noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Additionally, the investigation identified a secondary condition. The root cause of brake torque failures was determined to be a degradation in the holding force of the brakes resulting in brake self-test failures caused by contamination of the brake pads and brake discs by grease/oil from a bearing located close to the brakes. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a paraaortic lymphadenectomy procedure, the arm cart assembly triggered an unrecoverable error. The issue was resolved after reconnecting the arm cart assembly. There was no patient injury.